Manufacturer narrative:
Device available for evaluation: product ID : 97745 , serial#: unknown , product type : programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that pt was charging and an alert came up and they cannot get it to work now. The screen read: software problem. Cannot continue. Please call medtronic. 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient added that the stimulation is still positional. Not able to turn it off with the remote. Pt doesn't trust it. Definitely having an increasing sensation of buzzing this evening as patient tried try to sleep. The sensation is making patient's stress and pain worse. Pt tried to turn it off with a large magnet no luck! Patient feels the stim bilaterally from navel to the soles of feet. It is slightly stronger on the right. Patient was quite uncomfortable. Rep called patient and helped resolve the software problem by removing the programmer's battery for 10 seconds and then reinstalling. Rep advised her that reps would be present in dr. (B)(6) office in the morning of (B)(6) 21. Patient was instructed again on the use of her device.

Event description:
Additional information was received. It was reported the patient was met with on (B)(6). It appeared the remote control needed to be reset by taking the battery out and putting it back in. It was noted that in regards to positional changes the patient did not have their adaptive stim activated which was then activated at their reprogramming session. The issues were resolved at the time of appointment.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#/serial#: unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.